Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump delivered 60 units of insulin, causing a hospitalization for low blood glucose. The blood glucose reading was 36 mg/dl. The customer had received a no delivery alarm during the set change, and manually pushed the insulin. The customer put the insulin into the old reservoir due to resistance when manually pushing the insulin. The customer programmed a correction bolus of 3 units for a high blood glucose of 290 mg/dl. The customer began to not feel well and saw that all 60 units of the reservoir had been emptied. The drive support cap was normal and recessed. The time and time were correct. The customer performed the rewind sequence properly. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to speak with a health care professional and monitor the issue.